Event description:
A voluntary medwatch was received on (B)(6) 2018. Within the medwatch, it was explained that the reporter¿s daughter with vns now requires her liquids to be thickened. The reporter does not know if this will be permanent for her child. The reporter explains the device leaves children with the complication of choking on fluids if not thickened. Additional relevant information has not been received to-date.